Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized nine days after onset for the reported event. The treatment and the outcome of the peritonitis was unknown. Actions taken with dianeal therapy was not reported. No additional information is available.